Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels. Reportedly the customer's bg level was 37 mg/dl and the customer required assistance from their parents to address bg by providing juice. Cause was not known. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.